Event description:
The subject device (endoeye flex deflectable videoscope) is an olympus loaner asset that was returned for label peeling. There was no report of user or patient harm associated with this event. During incoming inspection, the adhesive part of the objective lens peeled off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The label on the video connector was peeled. In addition to evaluation in b5, the adhesive on bending section cover had a chip. The bending section cover had a scratch. The universal cord had a scratch. The video connector had a scratch. The video connector case had a scratch. The light guide connector had a scratch. The light guide cover glass had a scratch. Angulation lever had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The right/left plate had a scratch. Lock engagement lever had a scratch. The up/down plate had a scratch. The right/left lever had a scratch. The grip had a scratch. The control unit had a scratch. The adhesive on bending section cover had a chip. The switch button 1 had a scratch. The bending section cover had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause could not be determined. The reported problem was likely caused by stress of repeated use, external factors, or handling. The instruction manual provides the following: inspection of the endoscope: inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities; carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities; inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities; inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears; wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean.¿ olympus will continue to monitor field performance for this device.